Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a problem with the insulin pump. The customer was unable to exit the load reservoir process. When the customer holds the load button it does not go to the next screen. The insulin had come out of the tubing while the customer was holding the load button during troubleshooting. The customer's blood glucose level was around 125 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly noted. The device exited load screen properly. No cosmetic damage noted.